Event description:
The lay user/patient contacted lifescan alleging the meter does not power on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
There is an ongoing CAPA investigation, (B)(4) associated with this report. (B)(4).

Manufacturer narrative:
The condition of channel c pump head module is inoperable was initially confirmed by service, however additional testing performed by baxter could not confirm or duplicate this condition. Channel b and channel c key presses were registered on the select, open and stop keys within the 50 seconds before the failure code 500 occurred. (B)(4).

Event description:
On february 17, 2010, during device evaluation by baxter, the channel c pump head module on a colleague cx triple channel volumetric infusion pump, was found to be inoperable. There was no patient injury or medical intervention necessary according to the hospital representative. This device utilizes user interface module master software version 5.04.00 categorized as unremediated.